Event description:
It was reported that during a routine change out for normal eri, externalized conductors were seen via fluoroscopy. No electrical anomalies were detected. The lead will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
The lead was returned cut in three pieces. Externalized conductors due to internal insulation abrasion were found at 10.6cm to 12.7cm from the distal tip. The silicone insulation was abraded and the rv and re conductors were visible. The etfe coating was intact at the same location. Another internal insulation abrasion was found at 15.1cm to 15.9cm from the distal tip. The rv conductors were visible, but the etfe coating was intact at the same location.